Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under "warnings," d states, "excessive physical activity and trauma affecting the replaced joint have been implicated in premature failure of the reconstruction by loosening, fracture, and/or wear of the prosthetic implants." Not returned by patient.

Event description:
Patient underwent a hip revision procedure due to wear approximately 27 years post-implantation.